Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/dl. The customer had no any symptoms, treated with multiple daily injection. Customer's current blood glucose value was 600mg/dl. Customer did not alleged pump was under delivering .customer declined for troubleshooting was performed. The product was not returned for analysis.